Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, a review of the device history record of the model 6495 batch cba140207f showed that the components and product were manufactured according to design specifications. A review of the returned product confirms that a foreign material is present in the sterile package. The origin of that foreign material is from human origin. The employees in charge of sterile packaging and of the sterile and final visual inspections have been retrained. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this temporary pacing wire, it was reported that there was a hair observed inside the sterile packaging. No patient involvement was reported.